Manufacturer narrative:
The literature piece was the only reference available. At the time of the support no complaint was made and no product was returned for investigation. No further analysis or investigation has been possible. Should more details be furnished regarding the impella support, a final report will be filed. The failure mode will be trended and monitored.

Event description:
A literature review discovered an impella cp pump report out of the (B)(6) in which post explant there was aortic valve damage observed and attributed to the use of the cp. The valve had noted regurgitation at removal. One year later the valve damage was fully appreciated and the valve was replaced. In the or the valve noncoronary cusp was observed to be perforated.